Event description:
The customer reported a malfunction resulting in a leak greater than 4.5 lpm. There was no report of patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported issue. The distributor stated the seal drain was replaced to correct the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).